Event description:
Customer reported reservoir leaked inside the reservoir compartment of the pump. Troubleshooting was performed and customer stated she filed the reservoir incorrectly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned as of the date of this report. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.